Event description:
Boston scientific received information that this patient expired and it was reported by a patient advocate the cause of death was a loose connection between the lead and device. No additional information was reported. The field representative and health care professional (hcp) reported not knowing about the patient's death or the alleged connection issue. No additional information was reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.